Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels and hospitalization. Customer advised they were hospitalized 3 to 4 years ago as a result of high blood glucose levels. Customer vaguely remembered the incident and did not want to speak to the 24 hours helpline.